Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not provide the blood glucose value during the time of the call. The customer stated that the display on their insulin pump displays darker at times. The customer mentioned that the contrast is not consistent on the lcd screen. The customer declined troubleshooting. The customer was advised to call back if the issue continues. The customer did not return the product back for analysis.